Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device was not working properly. The patient mentioned that they were recently implanted. No patient symptoms were reported and there were no complications. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump. Indication for use was malignant pain. It was reported that their device was not working properly. The patient mentioned that they were recently implanted. No patient symptoms were reported. The event date was unknown. No further complications were reported/anticipated.